Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the cap of his onetouch mini lancer device was broken. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the device issue occurred on (B)(6) 2015, at 03:30pm. The patient detailed that he manages his diabetes with an insulin pump and that he has been exercising over the past five years. The patient stated that four hours after the alleged device issue occurred, he developed symptoms of thirst and blurry vision. The patient claimed that at 07:30pm on (B)(6) 2015 he consumed food or drink. During troubleshooting the cca noted that the correct cap had been used and there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hyperglycemic event after the alleged device issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.